Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure 3 in.pact btk drug coated balloons were used to treat the right anterior tibial. During the procedure a dissection occurred which was treated with 3 integrity bare metal stents. Approximately 3 months post index procedure the patient underwent pta of the right anterior tibial with an in.pact pacific balloon catheter. Approximately 6 months post index procedure the patient suffered from restenosis of the target vessel (ata). This was treated with a target vessel revascularisation using a non medtronic pta. The event is continuing. The investigator reported that the event is not related to the index device, procedure or paclitaxel. Company causality reported that the event is not related to the device, procedure or paclitaxel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Company causality reported that the event is possibly related to the device. If information is provided in the future, a supplemental report will be issued.